Manufacturer narrative:
Unknown taper. Medwatch sent to the FDA on 01/31/2017. Device evaluation in progress. Device labeling addresses the reported event of band slippage and reflux as follows: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. It is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Adverse events: ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated. Warnings: patients should be advised that the lap-band ap system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "gastric prolapse. Pyrosis." The device has been removed.

Manufacturer narrative:
Taper ii supplement #1 - medwatch sent to the FDA on 03/15/2017. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. White particles were observed on the septum. Scratches were observed on the port, port base, and port septum. Brown discoloration was observed on the tubing. A fill inspection test was performed an no blockage was observed. Under microscopic analysis needle punctures were observed on the port septum. The port tubing had a surgical end cut, consistent with device removal activities.